Manufacturer narrative:
Common device name: niu stent, superficial femoral artery, drug-eluting.

Event description:
¿In stent restenosis 3 yrs after zilver ptx placement with rest pain. Rotarex did a good job cleaning it up, lutonix dcb, pop and tibial recan. Abi from 0.2 to 0.8, pain resolved."